Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended, stretched and bent and would not retract. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during implant but after pocket closure. The atrial sensing suddenly became erratic and the device appeared to indicate a junctional rhythm. The ra lead was removed and replaced and the physician reported the helix appeared crooked. No patient complications have been reported as a result of this event.